Manufacturer narrative:
Unit received with minor scratched lcd window, scratched case, missing serial number label, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. No missing battery tube spring noted during visual inspection.

Event description:
The customer reported via phone call the insulin pump had damage. The customer¿s blood glucose level was unknown. Customer stated that they had damage on the battery compartment. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.